Event description:
A customer contacted beckman coulter, inc. (Bec) to report a waste fluid leak from a unicel dxi 800 access immunoassay system. The customer stated that the instrument normally bypasses the liquid waste containers and wastes to a drain. However, the leak seemed to come from inside the instrument, above where the liquid waste containers are placed. The customer estimated about a half gallon was spilled. The laboratory's environmental services group was called in to clean up the spill. Data review shows there were no error messages in the event log during the time frame of the spill. No effect to patients or users was reported in connection with this event.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched for this event. The fse replaced the fitting used to connect the tubes running to the external waste drain. (B)(4).